Manufacturer narrative:
The investigation determined the issue was resolved by the customer's actions.

Manufacturer narrative:
The customer performed liquid flowpath cleaning (lfc). They tested their internal qc and all results were acceptable. A field engineering specialist inspected the analyzer and found no obvious cause. It is believed that the lfc performed by the customer cleared a temporary blockage in the reaction cell. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable results for multiple tests for multiple patients tested on a cobas 8000 e 801 module. For elecsys vitamin b12 immunoassay, the customer provided the data for 58 patients from which 34 needed amended reports. For elecsys probnp ii immunoassay, the customer provided the data for 8 patients from which 3 had questionable results. For elecsys total psa immunoassay result, the customer provided the data for 17 patients from which 5 had questionable results. For elecsys tsh assay, the customer provided the data for 104 patients from which 61 needed amended reports. For elecsys hcg test system, the customer provided a questionable result for 1 patient, below are examples of questionable results from each test. Refer to the attachments for all provided patient data. For patient sample ID (B)(6): the initial vitamin b12 result was 1321 pmol/l with a repeat result of result 402 pmol/l. For patient sample ID (B)(6): the initial hcg result was 2654 with a repeat result of 3177. The units of measurement were not provided. The patient was a male. For patient sample ID (B)(6): the initial probnp result was 991 ng/l with a repeat result of 2936 ng/l. For patient sample ID (B)(6): the initial total psa result was 6.08 ng/ml with a repeat result of 19.7 ng/ml. For patient sample ID (B)(6): the initial tsh result was 0.342 with a repeat result of 0.994. The units of measurement were not provided. The results in question were reported outside of the laboratory but amended reports were issued. No reagent lot information has been provided.